Event description:
It was reported that during a bypass bariatric procedure, the device did not cut and the stapling was not complete on the fourth firing. A competitors device was used to complete the case. The procedure was prolonged by 30 minutes.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.